Manufacturer narrative:
The adhesive pad was not returned with the device. Blood was observed in the cannula and on the adhesive welds. No damages or defects were found that would cause bleeding/bruising. The exact cause of the bleeding/bruising could not be determined. The exposed portion of the soft cannula was observed to be bent and stretched. No signs of leakage were observed. The data downloaded from the device did not show any signs of a failure to deliver insulin. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 18 mmol/l (324 mg/dl) while wearing the pod on the abdomen between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.